Event description:
The lens opacification was observed 27 months postoperative. Lens remains implanted in the pt's eye.

Event description:
Lens was explanted due to lens opacification observed postoperative.

Event description:
The doctor reported three cases of lens opacification in the last two weeks. No pt or lens information was provided. When specific information for the product and/or patients is received additional complaint and MDR reports will be submitted.